Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump has scratches on the display screen. Blood glucose reading was 107 mg/dl. The damage occurred from years of use according to the customer. Advised that the insulin pump will need to be replaced. Nothing further reported.